Manufacturer narrative:
Multiple attempts were made to obtain additional information on the repair/service of the device have been unsuccessful. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. No harm reported. Multiple attempts were made to obtain additional information and device context at the time of the reported failure; however, no further details were provided.

Manufacturer narrative:
The customer was walked through a touchscreen calibration. The unit is working as expected and is back in service. The device was not being used for treatment when the reported event occurred, there was no patient involvement.

Manufacturer narrative:
Date of report: 22sep2021.

Event description:
It was reported that the ventilators touchscreen had a dead spot on it and the customer requested assistance on calibrating it. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. No harm reported. The customer troubleshot with technical support and was assisted on how to calibrate the touchscreen. Further information is pending.